Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the refractory period was reprogrammed due to "inappropriate pacing". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was removed and returned due to the patient receiving a dual chamber pacemaker. The original MDR was untimely reported during the bimonthly reporting period. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the refractory period was reprogrammed due to "inappropriate pacing". The device remains in use. No patient complications were reported as a result of this event.